Manufacturer narrative:
(B)(4). Date of event estimated. Date of implant estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported patient effect thrombosis is a known potential patient effect as listed in the supera instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the supera stent was implanted on an unknown date in 2014. It was reported that less than 15 days post-procedure, stent thrombosis was observed. There was no issue with the dapt treatment, with good observance by the patients. The thrombosis was treated with either fibrinolysis, aspiration or derivation. No additional information was provided.